Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the bilateral pt was revised on the right side and has an asr implant on the left side also. On (B)(6) 2011 update - complaint has been reopened because the pt's left side was revised on (B)(6) 2011 to address pain and tissue that had the appearance of cream of mushroom soup. The sales rep has provided part and lot info.